Event description:
It was reported that stimulation "wasn't working" right before the patient broke her foot on (B)(6) 2012. The patient experienced urgency, leaking, and pain. A urine test came back clear and there was no known accident or incident related to the event. The patient noticed a gradual change which started in (B)(6) 2011, when her physician noticed that a lead wasn't responding. Stimulation was working fine for her at that time and the physician advised to let it go until she had further issues. Before she broke her foot, it wasn't working as well so she adjusted the settings. The patient sometimes felt stimulation and sometimes did not, and went to see her physician on (B)(6) 2012. The leads were checked at that time and the physician was able to read one of the leads but not the other two. The patient had been experiencing issues with stimulation prior to using a bone growth stimulator on her foot. The patient thought the device was turned off at the time of report. A revision was scheduled for the beginning of (B)(6)2012. Additional information has been requested but was not available as of the date of this report. See manufacturer report # 3004209178-2012-0339 9 regarding the patient's concomitant implantable neurostimulator.

Manufacturer narrative:
Product ID 3093-28, lot # v411613, implanted: (B)(6) 2010; product type lead; product ID 3093-28, lot # v020091, implanted: (B)(6) 2007; product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2010; product type implantable neurostimulator; lead model unknown, lot # unknown, implanted: unk, explanted: unk.